Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating the system displays an alarm malfunction. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system did display an alarm malfunction. The fse replaced the customers device speaker to resolve the system issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone # (B)(6). Reporter phone # (B)(6). Reporting address state: (B)(6).